Manufacturer narrative:
Investigation investigator reviewed the complaints database for similar reports. There are no capas nor non-conformities on vitek ms linked with customer's complaint. Since january 2016, only one similar complaint was recorded for a misidentification as bacillus cereus group instead of myroides odoratus. Fine tuning no fine tuning was needed during the tests made on 31mar 2021. Spot preparation the calibrator ¿all peaks¿ values are heterogeneous.. This could be explained by a non-optimal spot preparation of the calibrator strain (culture, spot, different operator¿). Knowledge base review based on the information provided, the suspected identification (myroides odoratus) is not present in vitek ms kb v3.2 in use at the customer site. Sample data analysis the misidentification result was obtained with a low identification score (-0.29) which is near the acceptable limit for giving an ¿identification¿ result or a ¿no identification¿ result. By reprocessing the customer data with the vitek ms kb v3.3 (currently under development), spectra led to an identification of myroides odoratus. There is no misidentification and no identification issue with v3.3. The following system limitation is mentioned in the vitek ms v3.2 knowledge base user manual ref. 161150-924-a: ¿* testing of species not found in the database may result in an unidentified result or a misidentification. * interpretation of results and use of the vitek ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek ms results.¿ consequently, the cause of the issue is a system limitation regarding myroides odoratus species which is not present in the vitek ms kb v3.2. This limitation will not exist in vitek ms kb v3.3. Root cause system limitation (species not present in knowledge base v3.2) local service informed the customer that they should perform a new fine tuning following the fine tuning procedure included in the vitek ms service manual.

Event description:
A customer from (B)(6) notified biomerieux of obtaining a misidentification of myroides odoratus as bacillus cereus group when testing with the vitek® ms instrument (ref. 410895, serial number (B)(4)). The customer reported that when testing an isolate, vitek ms obtained a "no identification" result several times. When reviewing the information provided by the customer, a misidentifcation was noted. Vitek ms obtained a single choice to bacillus cereus group. The customer reported that the isolate was identified as myroides odoratus with gas chromatography. There is no indication from the customer that this issue led to a delay of result or impacted the patient's state of health. A biomérieux internal investigation will be initiated.